Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. An attempt was made to reproduce the issue by trying to generate assessment and progress report for provided user with more than 30 days with comparison date range in carelink support application and observed that the issue was reproducible. After conducting thorough investigation by validating the assessment and progress report for other test users , we created an internal jira ticket for carelink dev team to investigate further. Carelink dev team requested uploaded data for the provided user to validate if report generation is taking longer time. We provided the uploaded data and dev team confirmed that the report generation is not causing any issues as the response was as expected. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to error in javascript while checking the comparison date rage analysis summary: we had a discussion with carelink dev team and found that the report generation from ui was throwing a javascript error causing delay in request to the report generation. Carelink dev team confirmed that this issue requires a code fix and would be deployed as part of praas (pro report as a service ) 5.15 release medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7350.